Manufacturer narrative:
Concomitant medical devices: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they had been having some nausea and stomach issues. On (B)(6) 2020, the patient reported that the device was bothering them and causing them pain and on that same day, the patient stated that they had to have an antibiotic as the device had been bothering them and causing pain. The patient reported that it was inflamed and that they took a pain pill to be able to sleep the night prior to the call. The patient also reported that they had a hot feeling in their penis. The patient was advised to contact their health care physician (hcp). There were no further complications reported.